Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for lumbar radiculopathy reported via the manufacturer's representative (rep) there was a suspected first overdischarge as the patient programmer, recharger, and clinician programmer were able to communicate with the implant. The last time the consumer recharged the implantable neurostimulator (ins) was four months ago. The antenna locate feature was used many times allowing normal charging to be achieved. Following this the ins was charged to 25%, the power on reset (por) was cleared, and the issue was resolved. Following this the consumer was receiving effective therapy and was instructed to charge the ins to fully every day for two weeks. Additional information received from the consumer via a manufacturer representative (rep) indicated that the charging had been erratic since an overdischarge and the patient was dissatisfied with charging. The patient complained that they charged overnight but the implantable neurostimulator (ins) didn't seem to charge up. The rep was with the patient and they were charging the ins with 8 coupling bars and the ins eventually went from 1/4 to 1/2 while on the phone. The patient was going to have their ins replaced very soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.